Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has been returned, and the investigation is currently underway.

Event description:
It was reported that allegedly a pta balloon dilatation catheter became lodged in the 7f introducer sheath during retraction and both were removed simultaneously from the pt after two inflations were performed. The physician had deflated the balloon completely using a pump, as described in the instructions for use for approx one to two minutes. A two thirds contrast to one third saline ratio was to inflate the balloon. The balloon was being used for angioplasty of the abdominal aorta prior to stent placement. No pt injury.